Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding altr involving a exeter v40 stem 37.5mm no 0 was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided x-rays were submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review not performed as reported lot code was determined to be invalid. Complaint history review not performed as reported lot code was determined to be invalid. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation.

Event description:
The customer has reported, via the sales rep that an alleged case of trunnionosis of an exeter stem, resulting in a pseudotumour has been reported. The customer has reported that the patient allegedly suffered from pain and swelling in the joint. The customer has reported that the patient was referred to a surgeon from (B)(6)- and revision surgery has been planned to change the bearing and in cement revision.

Event description:
The customer has reported, via the sales rep that an alleged case of trunnions of an exeter stem, resulting in a pseudotumour has been reported. The customer has reported that the patient allegedly suffered from pain and swelling in the joint. The customer has reported that the patient was referred to a surgeon from oxford - and revision surgery has been planned to change the bearing and in cement revision.